Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a study by shi et al. Reported 2 patients who had "surgery-related infection" after implantation with an advance medial-pivot knee system. The infections reportedly "subsided after the second-stage revision."